Event description:
It was reported that when the health care provider (hcp) was removing the lead, the lead broke. The hcp tried to remove the broken lead from the sacrum, but was unable to remove it. The broken lead was left in the patient and was replaced. The issue was not resolved. The lead would not be returned as it was discarded.

Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot# v179210, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).